Manufacturer narrative:
Initial and final (B)(4)- device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set cannulas kinked within three hours of insertion at abdomen (B)(6) 2025, which resulted in elevated blood glucose (435 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.